Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because his implant is "overstuffed" and too tight, leading to lack of motion, and anticipated potential difficulty with motion and potential increased risk of wear. The primary surgery was less than a week ago. The initial plan is to remove the existing tibial tray and 6mm poly insert, recut the distal tibia a few millimeters to create better joint space and joint balancing, then replace a new size 4 infinity tibial tray. The physician is hoping to do that and retain the existing size 4 flat cut talus. The physician's back up plan is if needed, of placing a new size 3 infinity tibial tray, with a new size 3 talus component.

Manufacturer narrative:
The complaint couldn't be confirmed, since the returned image for evaluation don't matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the reconstructions of the CT are distorted leading to a limited assessment, but from what is visible I do not see loosening or migration of the implant. The reported "overstuffing" and limited mobility is usually not visible in any CT scan. If the assumptions of the hcp-who has the full clinical insight and has to be regarded as a reliable assessor here- are correct, this case has to be regarded as being procedure related by choosing the incorrect height or incorrect osteotomy level. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Although the issue is most likely related to procedure, the root cause could not be conclusively determined. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because his implant is "overstuffed" and too tight, leading to lack of motion, and anticipated potential difficulty with motion and potential increased risk of wear. The primary surgery was less than a week ago. The initial plan is to remove the existing tibial tray and 6mm poly insert, recut the distal tibia a few millimeters to create better joint space and joint balancing, then replace a new size 4 infinity tibial tray. The physician is hoping to do that and retain the existing size 4 flat cut talus. The physician's back up plan is if needed, of placing a new size 3 infinity tibial tray, with a new size 3 talus component.